Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the insulin flow was blocked. The customer's blood glucose level at the time of incident was 287mg/dl. It was reported that the customer was unable o complete fill tubing process. It was reported that the pump would be replaced.

Manufacturer narrative:
The pump passed the full functional testing, including the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and self tests. A low battery alarm was noted on the long history file. The power management parameters graph confirmed the unloaded voltage and loaded voltage were within the specification range. The pump was received with a scratched case.